Event description:
The pt was revised due to pain, the cup had subsided in the acetabulum. Osteolysis was present but no poly wear was visible on the liner. It is possible, the liner was revised at some point between primary surgery and current surgery, but, the current surgeon has no information in medical records.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in january of 1991. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.